Manufacturer narrative:
This report is being submitted to report investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus tried to replicate the reported failure using a distal cover from a different lot and confirmed that the distal cover is not likely to come off when it has no damage and it is correctly attached to the scope. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: -anti-fog agent adhered to the cover and was damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 component and medical device problem code. Reconfirmation of complaint failure. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729). Investigation results of product specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Event description:
Additional information provided by the customer: specific patient and event information cannot be provided due to health privacy information rules. The only additional information that can be provided includes: the scope will not be returned to olympus. There was no abnormality in the appearance of the scope or cap after the cap was attached (and prior to the start of the procedure), and there were no anatomical or procedural complications that could have contributed to the difficulties that were experienced.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reported in b5.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user¿s experience cannot be determined at this time. The investigation is ongoing. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a maj-2315 disposable cap, the cap fell off the scope and into the patient. The cap was retrieved. A second disposable cap was used to continue the procedure. The second disposable cap was found to be broken upon withdrawal of the scope from the patient. There was no injury to the patient as a result of this occurrence. The procedure was completed. No additional consequences to the patient have been reported. Additional details regarding the patient and event have been requested. At this time no additional information has been provided. Case with patient identifier (B)(6) reports the tjf-q190v scope used in the case. Case with patient identifier (B)(6) reports the maj-2315 disposable cap used in the case that fell off in the patient and was retrieved. Case with patient identifier (B)(6) reports the second maj-2315 disposable cap used in the case that was found to be broken upon withdrawal of the scope from the patient.